Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was bacterial infection. It was reported that the patient was hospitalized at present. Treatment for the event was not reported. At the time of this report, the patient was still in hospital and the patient had not recovered from the event. Pd therapy was withdrawn during the hospitalization. No additional information could be provided because the reporter declined follow-up.